Manufacturer narrative:
Follow-up #1: date of submission 12/29/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2015 with the following findings: review of the black box data revealed on record of a call service alarm 012 dated (B)(6) 2015 at 21:32. On investigation the pump powered on normally and performed ez-prime steps correctly without the occurrence of call service alarm. The pump was exercised for 24 hours without call service alarm occurring. The pump case was removed for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint and the pump was found to be operating as intended and within the required specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4)

Event description:
The distributor contacted animas on 10/29/2015 alleging a call service alarm (call service alarm issue): (B)(4) that could not be cleared. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.